Manufacturer narrative:
Disinfectant (i.e. Cidex opa) in accordance with its manufacturer's recommendations and therefore, most if not all microorganisms were eliminated from the device. Since infection results from the presence of microorganisms, additional testing to attempt to identify the source of infection is not feasible.

Event description:
The patient underwent pocket revision for possible infection. Pocket revision was completed without issues and samples were taken from pocket. The physician did not allege the infection was due to the lead. The lead remains in service.